Event description:
A customer reported that the pump would not advance past the "detecting cartridge" screen and appeared irate during the call. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump. Despite initial difficulties, the customer was eventually able to successfully load a new cartridge onto the pump and resume insulin delivery.